Event description:
It was reported via medwatch mw5114360: that during a procedure, the patient sustained a burn from a bovie pencil. The patient¿s burn was debrided (dead tissue removed), cleansed and a stitch to close the skin. There has been no infection reported currently. The procedure was completed successfully with 15 minutes added to surgical time to care for and close burn wound.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported via medwatch mw5114360: that during a procedure, the patient sustained a burn from a bovie pencil. The patient¿s burn was debrided (dead tissue removed), cleansed and a stitch to close the skin. There has been no infection reported currently. The procedure was completed successfully with 15 minutes added to surgical time to care for and close burn wound.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not available for return.